Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and was exposed to moisture. The customer¿s blood glucose level was 192 mg/dl. The customer stated that the insulin pump was exposed to moisture and ended up malfunctioning and it was off and tried to turn it on and it was to dry it inside the pump and wait for it to turn it back on and it won't turn on its completely off. It was reported that the display was flashing white. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had blank display due to corroded electronic assembly. The motor and force sensor had moisture damage. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unable to verify display anomaly due to blank display.